Event description:
It was reported that the fiber (end) broke during the procedure and needed to be retrieved. The detached piece was removed from the kidney using an alternative tool. No pt injury was reported as a result of this event.

Manufacturer narrative:
(B)(4).